Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide (swg) assembly, ars syringe, and one introducer needle for evaluation. The swg showed signs of use. A visual inspection of the swg, ars syringe, and introducer needle revealed no defects or anomalies. Both distal and proximal welds on the swg were present and were observed to be full and spherical. The overall length and outer diameter of the swg were measured and were not within specification. The guide wire does not appear to be the guide wire packaged with the reported kit. The guide wire was advanced through the returned ars syringe and 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed both the distal and proximal welds are intact. A device history record (DHR) review was performed on the swg and insertion components (ars and introducer needle) and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggest techniques for insertion to minimize damage to the guide wire during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint that the swg could not pass through the introducer needle due to a kink was not confirmed based on the sample received. No defects or anomalies were found on the swg, ars syringe, or introducer needle and the swg was able to fully advance through both insertion devices. In addition, the swg measured specifications did not coincide with the specifications outlined in the product's drawing, indicating that the guide wire returned is not the correct guide wire for the reported kit. A DHR review was performed and no issues were identified. Though no defects or anomalies were found and the swg was able to pass functional testing, the swg returned does not match the guide wire packaged in the reported kit. Therefore, the probable cause of this complaint cannot be determined.

Event description:
The customer alleges that the central portion of the guide wire was bent, so the needle could not enter. A new set was used and the procedure was finished without issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the central portion of the guide wire was bent, so the needle could not enter. A new set was used and the procedure was finished without issue.